Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
The device has been explanted.